Event description:
A pixel issue on the pump display was reported by the caller, which affected the customer's ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent because it was under warranty. The customer was instructed on how to put the pump into storage mode before returning the problematic pump using a pre-paid label within ten days, and they acknowledged the instructions.